Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm (air in set/line) due to a use error further described as a the patient line extension was connected after priming during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (resume error, critical error found) alarm occurred on the homechoice device during dwell three of three in peritoneal dialysis. The patient was connected at the time of the alarm. The technical service representative explained the system error to the patient and advised the patient that they would either need to start all over with all new supplies on the homechoice or use manual supplies to finish up therapy and explained why. The patient stated that they use a patient line extension and that they hook it up after priming. The technical service representative explained to the patient that they must always hook the extension line to the patient line before priming and explained why. The patient was to use manual supplies to finish up therapy. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.